Event description:
It was reported to medtronic minimed that the customer experienced occluded and no delivery/occlusion alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-243a, mmt-1884l, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer reported insulin flow blocked alarm. Troubleshooting was performed and the customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-243a. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received, with cracked case corner of the belt clip rails near the battery compartment, during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review, found multiple no delivery alarms in the pump history on 05/10/2024 from 10:57:05.000 until 11:50:34.000, during bolus deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection. And found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range, during testing (22.5 mv). In summary, pump passed, required testing. Customer alleged, for no delivery/insulin flow blocked alarm was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.